Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2006, product type: catheter. (B)(4)

Event description:
Information was received from a consumer and healthcare professional (hcp) in regard to a patient receiving dilaudid 20.0 mg/ml at 10.009 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. The patient has an allergy to sulfa (sulfonamide antibiotics). The patient's medical history included radiculitis (thoracic/lumbar), postlaminectomy syndrome of lumbar region (h/o surgeries), tobacco use disorder, degenerative disc disease (thoracic/lumbar), scoliosis, sacroiliac joint dysfunction, lumbar spondylosis, chronic pain, and spinal stenosis of lumbar region. Current medications: hydromorphone 4 mg tablet (1 up to 4 times a day as needed), ativan 2 mg tablet (pm), lisinopril 40 mg tablet (1 daily), neurontin 800 mg tablet (1 three times daily), pristiq 100 mg tablet (1 daily), protonix 40 mg tablet (1 daily), simvastatin 10 mg tablet (1 daily), and voltaren 1 % gel (pm). The patient was treated with an im injection of toradol 600mg on the office visit on (B)(6) 2015. It was reported that in (B)(6) 2015 the pump was flipping. The patient started losing weight in (B)(6) 2015. It was noted that they think there is a kink in the catheter and "it's flipping over on me." The event date of the kink was reported as (B)(6) 2015. Compatibility guidelines were requested. The MRI (magnetic resonance imaging) was part to see what the pump was doing and part to see what was going on with the patient's back. No patient symptoms were reported. Additional information received from a hcp reported the catheter kink was not confirmed. The patient was trying to find a surgeon in network for her insurance to re-anchor her pump and assess spinal stenosis. The flipping pump and catheter kink were not resolved. Office visit notes from (B)(6) 2015 were provided by the hcp. The patient's pain scale was a 6 on a scale of 1 to 10. The patient was taking their medications as prescribed. The patient reported the medications were working well. The patient had no side effects. The patient's activity level had remained the same. The patient's quality of life had remained unchanged. The patient was able to get on and off the examination table without any significant degree of difficulty. The patient did not show and signs of intoxication or withdrawal. The patient globally has an antalgic gait. The patient was able to walk on heels normally, and able to walk on toes normally. The patient had a slowed gait. The patient had full flexion, extension, and lateral bending noted. The paraspinal muscles were without tenderness, increased tone, or appreciable trigger point. The patient range of motion (rom) was restricted flexion limited by pain, extension limited by pain, and lateral rotation bilaterally limited by pain. There was no lymphedema noted in lower or upper extremities. The patient reported adequate pain relief and increased function as a result of her medications prescribed. At the refill that occurred on (B)(6) 2015, the expected residual volume (erv) was less than the actual residual volume (arv), erv: 8.8 ml and arv: 10 ml. The patient requested a pump increase, due to pain worsening. On (B)(6) 2015, the pump was increased 7% from 9.347 mg/day to 10 mg/day. The pump was loose and flips occasionally. There were no problems accessing port. The patient was taking hmp 4mg 4 times per day for breakthrough pain. The patient reported some days they require 5 per day, but other days only 2. The patient averages 4 per day, and does not run out of oral medication early. The patient's weight was 216 lbs., height 5' bmi 42.18, bsa 2.03, temp. 99.1 f, pulse 92, bp 164/79 and respiration 20. The patient's low grade temperature was discussed. The patient had a toe that they felt was infected and had an appointment with their hcp for it. Office visit notes from (B)(6) 2015 were provided by the hcp. The patient's weight 212 lbs., height 5' bmi 41.40, bsa 2.02, temp. 97.5 f, pulse 79, bp 184/104 and respiration 20. The patient's blood pressure was checked twice and it was high. The patient was not sure if they took her b/p medication on (B)(4) 2015. At the refill that occurred on (B)(6) 2015, the expected residual volume (erv) was less than the actual residual volume (arv), erv: 6.9 ml and arv: 9 ml. It was noted that the hcp would watch the volume discrepancy. The patient reported relief with the prior pump increase, but the hcp noted they may need to check catheter if discrepancy continues to increase or if patient does not get relief. It was noted that there was an approximately a 1 ml discrepancy at the prior refill. There was no problem accessing the pump at the refill. The patient reported the 7% increase that occurred on (B)(6) 2015 helped, but the patient tripped and fell a couple day prior and their left hip/back has been sore, so pain increased. The patient's pain scale was a 7 on a scale of 1 to 10. The patient received an im injection of toradol 60 mg in the left buttock. Office visit notes from (B)(6) 2015 were provided by the hcp. The patient's weight 198 lbs., height 5'5 bmi 32.95, bsa 2.03, temp. 98.4 f, pulse 85, bp 123/77 and respiration 20. At the refill that occurred on (B)(6)2015, the expected residual volume (erv) was less than the actual residual volume (arv), erv: 6 ml and arv: 7.5 ml. There was no problem accessing the pump at the refill. The patient's blood pressure was controlled on (B)(6) 2015 and the patient reports she has been taking her medication more regularly. Office visit notes from (B)(6) 2015 were provided by the hcp. The patient's weight 208 lbs., 5'5 bmi 34.61, bsa 2.08, temp. 97.0 f, pulse 70, and respiration 20. The patient had moderate (required some assistance) degree of difficulty getting on and off the examination table. The patient did not show any signs of intoxication or withdrawal. The patient globally, has antalgic gait. The patient is unable to walk on heels on the bilateral, unable to walk on toes on the bilateral. The patient had slowed gait, and did not use any assistive devices. On inspection of the thoracic spine, it revealed the patient appeared to have increased kyphosis. Inspection of the thoracic spine and around lumbar region revealed levo scoliosis. On examination of the paravertebral muscles, tenderness was noted on both sides. The patient range of motion (rom) was restricted flexion limited by pain, extension limited by pain, and lateral rotation bilaterally limited by pain. It was noted that the patient had lymphedema (b) lower extremities below the knee joints. No ulceration noted, but bluish discoloration is noted over both feet. Inspection of the lumbar spine reveals surgical scar(s), loss of normal lordosis of the lumbar spine and scoliosis curvature. On palpation, paravertebral muscles, tenderness is noted on both sides. The patient reported adequate pain relief and increased function as result of medication prescribed. The patient denied any adverse side effects as a result of taking the medications. The patient had a history of 1-2 ml volume discrepancy; however the patient felt the pump was working. At the refill that occurred on (B)(6) 2015, the expected residual volume (erv) was less than the actual residual volume (arv), erv: 8 ml and arv: 10 ml. It was noted that the pump does flip at times and the patient was trying to find surgeon covered by her insurance to get it re-anchored. The pump was loose and flips occasionally. There was no problem accessing port. The patient pain was at a 6 on a scale of 1 to 10. The patient's chief complaint was pain in both shoulders/arms, low back pain left, back pain going down the left extremity, mild back pain, upper back pain, buttocks/both legs/groin, bilateral hip pain, abdominal pain, chest pain, pelvic pain, both feet, both hands and both arms. The patient appeared to be in mild pain. The patient also had pain around the pump site, and requested re-location of the pump. The patient rated her pain as 9.5 on a scale of 1 to 10. The patient described her quality of sleep as poor. The patient denied any other symptoms other than pain. The patient denied any new problems or side-effects since their prior visit. The patient was taking her medications as prescribed. It was noted that the patient's medications were less effective. The patient did not report any change in location of pain. The patient denied any new injury since the prior visit. The patient's activity level decreased. The patient's quality of life worsened since their prior visit. The patient was requiring hmp 4mg 4 per day for breakthrough pain. The patient's worse pain was in left sciatic nerve.